Event description:
The customer called in to request assistance with programming the new insulin pump. The customer stated that he did not have the settings and was unable to get the settings from the old device due to battery issues. During the call, the customer reported experiencing high blood glucose of 426 mg/dl; he treated with manual injections. The customer was advised to contact the doctor to retrieve the settings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.